Manufacturer narrative:
MDR 3003442380-2026-87959 / initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a catheter loosening event on 26 feb 2026.